Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume). The technical service representative (tsr) had the hp do a manual drain and the hp drained 4223ml. The hp¿s fill volume (fv) equaled 2100ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log verified the reported event. A device history record review was performed and indicated that manufacture of the device is not related to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed both, functional and electrical testing. External/internal inspection was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.